Manufacturer narrative:
No technical issues were revealed upon technical inspection of the device. Such neurapraxia of the marginal mandibular branch of the facial nerve is a result of a user error: working in the proximity of the nerve, contravening the IFU. Three weeks post treatment the condition has almost completely resolved, according to the updates from the clinic. The clinic received a retraining.

Event description:
Mild neurapraxia manifested as mild asymmetry of the right side of the mouth and slow right lip response, following facetite procedure.